Manufacturer narrative:
(B)(4). Date sent: 6/2/2016. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: according to the rn, the device was locked on tissue with the jaws closed. It was unknown where in the firing sequence the issue occurred, but it was the first firing of the device. A second ats45 and four additional reloads were used to remove the stapler from the patient tissue. The procedure was completed laparoscopically with no consequences to the patient reported.

Event description:
It was reported that during a laparoscopic appendectomy procedure, as reported by the customer the doctors doing the procedure, apparently the stapler would not do the "final step" on the firing of the staples. We ended up using two vascular loads and two tissue "blue" loads - more than usual - and was unable to get a clean disconnect of tissue. The doctor used cautery to finish dissecting the appendix off. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53d3d. The analysis results found that the ats45 device was received in good visual condition and with a tr45w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.